Manufacturer narrative:
The results of the investigation identified product abnormalities that confirmed usage damage, partially/loosely tethered sensor and difficulty retracting through sheath, but could not confirm or recreate guidewire introduction and loss of guidewire placement due to guidewire remaining stuck in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
It was reported during the process of riding the delivery catheter for the cardiomems, the wire dislodged and dr. Lost positioning. Dr. Had to take the cardiomems delivery system out in order to regain wiring position. During the attempt to remove the delivery system it was noticed that a portion of the sensor had come off the delivery system on the proximal end nearest the sheath. Dr. Was unable to pull the delivery system out of the sheath because the proximal loop of the sensor had come off the delivery system. Dr. Had to snare the cardiomems out and ended up using another cardiomems sensor for this patient and implanted in the right pa.